Manufacturer narrative:
Review of the device diagnostic history indicated the presence of the multiple error codes suggesting that an spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The manufacturer's service technician confirmed the reported issue. The service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Event description:
The international customer reported that the unit alarmed vent inop due to a device pressure sensor and proximal sensor failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. The manufacturer¿s contact person address is (B)(4).

Event description:
The international customer reported that the unit alarmed vent inop due to a device pressure sensor and proximal sensor failure. There was no patient involvement.